Manufacturer narrative:
Section b3: date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2026. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient experiencing a refractive surprise. Another johnson & johnson lens, model zcu225 5.0 diopter was implanted as a replacement. The patient outcome was reported as temporarily impaired. It was noted that direction for use were followed. No further information is available.